Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear and tear of head unit, the image has white dots and due to deterioration of cover lass the image is blurred. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had problem with display and image unclear. There were no reports of patient harm.